Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0203537. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200902242] noted for damaged tips causing missing print.

Event description:
It was reported the scale markings were missing with a bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported no markings on insulin syringe.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the scale markings were missing with a bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported no markings on insulin syringe.